Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few hours following an implant procedure the patient fell. The following day a system check was performed which revealed the right atrial (ra) lead was now capturing in the ventricle. A chest x-ray confirmed the ra lead had dislodged. The lead was programmed off and subsequently explanted and replaced. No further patient complications have been reported as a result of this event.